Event description:
Boston scientific received information this right atrial lead was dislodged. This ra lead was explanted and a new lead was implanted successfully. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation. Blood penetrated the lead in this area. Further inspection revealed deformations of the outer coil. These damages occurred most likely during surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In particular, the values measured during the mechanical and electrical analysis of the lead proved to be within the technical specifications. In summary, there was no sign of a material or manufacturing problem.